Manufacturer narrative:
As the device involved in the complaint has not been returned, the complaint investigation site (cis) could not perform a device analysis. However, a review of the complaint report, device history record, and sterilization record were found to be satisfactory and did not find any anomalies or deviations that potentially relate to the reported event; there is no reason to suspect a manufacturing defect as the source of the reported complaint.

Event description:
A report was received that the patient presented with fever, and redness at the incision site for both the leads and ipg. The patient was placed on antibiotics and underwent an explant procedure to remove the leads and ipg. The physician does not believe the infection to be device related, but indicates the patient is a heavy smoker and thinks that this contributed to the infection. Patient is doing well post-operatively.

Manufacturer narrative:
Reference number: (B)(4); product family: scs-linear leads; upn: (B)(4); model: sc-2316-70, serial: (B)(4), batch: 5032251. Reference number: (B)(4); product family: scs-linear leads; upn: (B)(4); model: sc-2316-70, serial: (B)(4), batch: 7018296. Device has not been returned yet.

Event description:
A report was received that the patient presented with fever, and redness at the incision site for both the leads and ipg. The patient was placed on antibiotics and underwent an explant procedure to remove the leads and ipg. The physician does not believe the infection to be device related, but indicates the patient is a heavy smoker and thinks that this contributed to the infection. Patient is doing well post-operatively.